Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level (522-523 mg/dl). The customer performed a supply change to address the bg. The cause for the bg is unknown.